Event description:
Event description cpi received information that during the attempted implant of this ventak mini implantable cardioverter defibrillator (ICD) 4 shocks were administered for dft testing. Four external shocks at 360 joules were subsequently delivered to rescue the patient. CPR was administered and the patient was intubated. The ICD could not be interrogated and therefore was not implanted. It was indicated that the lead system was intact and a new ICD was implanted and no further testing was done.